Event description:
Technician found bed in storage tagged "siderail will not go up."

Manufacturer narrative:
Technician found e-ring missing from d-pin causing d-ring to slide out. Technician installed new e-ring to resolve issue.